Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that nurse was getting an alarm 64 (non-recoverable system error unable to enable pump power (control processor)). Mss had the nurse turn device off and back on. Therapy was restarted and mss explained that if device continued to alarm it would need to go to biomed.

Event description:
It was reported that nurse was getting an alarm 64 (non-recoverable system error unable to enable pump power (control processor)). Mss had the nurse turn device off and back on. Therapy was restarted and mss explained that if device continued to alarm it would need to go to biomed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. It is known that the device met specifications and that the device was not influenced by the reported failure. The device was in use on a patient. The reported event is unconfirmed, DHR review and labeling/packaging review is not required. The device was not returned.